Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04589. It was reported the is patient experienced ineffective therapy. Diagnostics indicated that the leads have multiple contacts with high impedance. It was noted that the patient sustained an injury at (B)(6). As result, the lead was explanted and replaced. Effective therapy was established post-operative. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.